Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during an I&d the surgeon applied the bactisure with a pulsavac and once he emptied the bactisure bag, he immediately rinsed out the bactisure with multiple bags of saline. Unfortunately, throughout the follow up on this patient, there was excessive drainage coming from the patients wound. This problem was very significant and ultimately required an additional surgery. No additional patient consequences were reported.